Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device was received with all buttons functioning properly and with the operating currents within spec. And passed the functional testing including self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08775 inches. No unexpected loud or unusual motor noise, failed batt test alarm or low battery alarms noted. No damage in the keypad assembly and the keypad connector on j1/pcb 1 was locked properly during visual inspection. The device was received with cracked lcd display window, case cracked at the display window corner, cracked minor scratched lcd window and scratched reservoir tube window. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump esc and act buttons had to press more than once to respond. The customer¿s blood glucose level was unknown. Insulin pump also alarmed failed battery test in the past. The insulin pump will not be returned for analysis.